Event description:
Customer reported her blood glucose has been between 300 and 400 mg/dl for the last two days. Last night her infusion set came out. Her blood glucose was 450 mg/dl when she woke up. She treated manually with two units. She noticed the device is giving less insulin. In troubleshooting, the drive support cap appeared normal. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. The settings and history are correct. The cannula was bent. Customer was advised that high blood glucose levels are often caused by site or set issues. Customer was advised to do a complete set change and monitor her blood glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).